Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20046558 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22april2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: pt receiving ivig and tubing came disconnected from the other side of the distal y site connection. It seems as the glue came undone from the tubing. Patient was just laying on the bed, no pulling or moving around noted at the time. Packaging info bs alaris pump infusion set2 smartsite-y site ref: (B)(4). Lot: (10)20046558.